Manufacturer narrative:
(B)(4). A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports that during an extension of fusion due to disease progression, the tip of the sfx torque driver shaft broke off from the instrument. The broken tip was lodged within an sfx cross connector device that was being removed. The surgeon used forceps to remove the broken tip. The difficulty resulted in a delay of five minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
Visual examination of the returned expedium sfx torque driver shaft found the fracture was located at the driver¿s distal tip. The second half of the tip was not provided as it was discarded. The root cause of the tip breakage cannot be positively determined. However, a scanning electron microscopy analysis revealed evidence of a quasi-static torsional shear failure starting at the hexlobes and extending to the center of the shaft. No material defects or other abnormalities were observed in the analysis. Review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. No corrective action/preventive action (CAPA) is required at this time as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.